Event description:
Boston scientific received information that two weeks after the implant procedure, a hematoma developed at this pocket site and was debrided twice. Reportedly this was due to the patient's coagulation issues. A decision was made to replace the device and leads. There was concern that the wound was infected. Reportedly, the device was visible in the pocket through an open wound at the suture area. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, this investigation is complete. Should additional information be obtained, thi s event will be updated.